Event description:
Reportedly, pt was submitted to the hospital due to syncope during teethbrushing. All measurements and tests did not show any anomaly of the pacing system.

Manufacturer narrative:
(B)(4), 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.